Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of around 700 mg/dl. Reportedly, the customer was experiencing insulin resistance as manual injections did not help to lower the bg. The customer also believes that other medical conditions might have impacted bg levels. Additionally, the customer was admitted to the hospital where an IV and insulin drip were administered to resolve the high bg. The customer was released from the hospital on (B)(6) 2019 and was unsure of any permanent damage.